Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced cardiac tamponade. After the left and right superior pulmonary veins had been isolated, approximately 25 minutes into the procedure, the physician suspected the patient had an effusion. The procedure was cancelled at this time and cardiac tamponade was identified. Drainage was performed and the patient is expected to fully recover. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that transesophageal echo was used along with intracardiac echocardiography (ice) to identify the complication.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced cardiac tamponade. After the left and right superior pulmonary veins had been isolated, approximately 25 minutes into the procedure, the physician suspected the patient had an effusion. The procedure was cancelled at this time and cardiac tamponade was identified. Drainage was performed and the patient is expected to fully recover. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.